Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025. The patient's blood glucose levels reached 600 mg/dl while wearing the pod on the abdomen for between 5 and 24 hours. Symptoms reported include tiredness, lack of energy, abdominal pain and vomiting. Patient delivered multiple boluses via pod with no effect. Patient was not at home and was unable to change the pod. Emergency services was called and the patient was transported to the hospital alb fils klinikum gmbh göppingen, eichertstrasse 3, 73035 göppingen. Pod was removed and the patient received insulin injections for treatment. Blood and electrocardiogram (EKG) tests were performed. The patient was released on (B)(6) 2025.